Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose level displayed as "high", no specific value was provided. Customer administered a correction injection via mdi to address high bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.